Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) cracked lower touch-screen. Patient involvement is unknown. A getinge field service engineer (fse) replaced cracked touchscreen display (d160-00-0123). Completed checkout including all functional and safety tests as per manufacturer specifications. Released unit to customer. The following was performed by technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0123 rev p, sn: (B)(6) touchscreen display this part was received with a reported unit failure message of cracked lower touchscreen.performed visual inspection of this part received and found lower touchscreen was cracked. Please see attached picture. The failure analysis and testing department verified the failure message of cracked lower touchscreen. Retaining touchscreen display in the fat dept. Per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) cracked lower touch screen.

Event description:
N/a

Manufacturer narrative:
Updated fields:b4,d8,d9,g3,g6,h2,h3,h4,h6(type of investigation, findings, conclusions, component codes), h11. A getinge field service engineer (fse) replaced cracked touchscreen display (d160-00-0123). Completed checkout including all functional and safety tests as per manufacturer specifications. Released unit to customer.